Event description:
It was reported that the right ventricular (rv) lead had high threshold. The rv lead was removed and replaced with a new lead. It was also reported that during the rv lead revision, when the lead was inserted into the device there was damage to the device, resulting in the inability to tighten the set screw. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.